Event description:
It was reported that prior to a patient undergoing a gynecological procedure, the switch on the back of the device was found to be broken. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/24/2008. Broken pneumatic switch - conclusion: the actual device involved in this event was returned for evaluation. Visual inspection found the pneumatic switch is broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.